Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the harvester advanced the c-ring in the tunnel and she heard a snap. The harvester continue advancing the device, and noted through the monitor that the c-ring disconnected from the device. The harvester went in with a hemostat to retrieve the broken c-ring out from the original incision. There was no additional incision required. A replacement kit was used to complete the procedure. The hospital did not report any further pt complications. The maquet sales rep inspected the device through the biohazard kit, and observed that the c-ring detached from the wire side and on the other end, the scope washer tube broke off half way, and was still attached to the c-ring.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.